Event description:
It was reported, the colonovideoscope channel tube was clogged with foreign material. The issue occurred, during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint of channel tube was clogged with foreign material was confirmed. Based on the results of the investigation, the foreign material clogged in the biopsy channel and nozzle could not be identified. It is likely the foreign material possibly not removed due to reprocessing was not conducted properly due to leakage from glue at bending section cover. However, a definitive root cause could not be identified. The instruction manual states the detection method associated with the event in "gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection", and preventative measures in "gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope." Olympus will continue to monitor field performance for this device.

Event description:
There were no reports of patient involvement.